Event description:
No additional event information received from the customer.

Manufacturer narrative:
Updated: d8, h3, h4, h6, h11 this report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, a definitive root cause of the observed broken video cable could not be determined, however, the issue was likely the result of stress due to repeated use and or user handling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had black image. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.